Event description:
The pump was returned for investigation. Investigation revealed contamination found under all of the buttons. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): the ok and up symbols were worn off but the rubber keypad was found to be intact. The contrast button was found to be intermittently unresponsive and the other buttons responded appropriately. There was evidence of contamination found under the contacts of all buttons. Device history record review was conducted on (B)(6) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.